Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and they will visit to emergency room. It was also reported that the they received no delivery alarm. The customer's blood glucose was over 500 mg/dl. The customer treated high blood glucose with bolus with the insulin pump, manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. No excessive no delivery alarms were noted. The device was received with cracked case at display window corners, display window and reservoir tube lip. The device was received with broken off piece of the battery tube threads. It was received with minor scratched display window and case.